Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe calcification was noted on the leaflets. A pre-implant balloon aortic valvuloplasty (bav) was not performed. The valve was implanted at a depth of 3mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). A post-implant bav was performed and the valve dislodged. It was reported that when removing the pig tail that was implanted on the ncc side, it could not be removed through the wire. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.